Event description:
Pt reported the display on the infusion device is partially not readable and not completely clear. Pt stated he is not able to decipher the numbers or to set the therapy in a correct way. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.